Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation damage was noted at 33.2-34.0cm from the connector pin consistent with clavicle crush damage. The sensing conductor etfe coating was abraded. This is consistent with the observation from the field of noise, high pacing threshold, and inappropriate shock, and oversensing.

Event description:
It was reported the patient presented to the ER after receiving a shock. Patient was not symptomatic. Oversensing due to noise resulting in appropriate therapy was noted on the stored egm. The noise could not be reproduced with pocket manipulation and isometric testing. Lead fracture, high lead impedance, elevated capture threshold, and insulation anomaly were also observed. The lead was explanted.